Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Provider states the right wheel is bent out of box. Provider states the chairs were shipped to the prison but the prison personel is not able to remove the chairs from the cartons.